Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system wouldn't start up properly. Review of the logfile shows malfunctioning flex viewing-pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the flex viewing pc was having trouble power on it had power issues. To resolve the issue, the rse replaced the flex viewing pc. The defective part was sent for analysis, for suite pc no failure was found. The defective part was sent for analysis, for flex viewing pc failure was observed and the failure was found to be non-working psu. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.